Manufacturer narrative:
(B)(4): evaluation results - (limited information available/device not received for evaluation), (device not received for evaluation).

Event description:
The physician was using a complete self expanding (se) peripheral for treatment of a lesion in the iliac. The lesion had a steep bifurcation and the physician experienced difficulty when delivering the stent. The stent was deployed successfully but the tip of the delivery system got caught on the stent as it was being removed. There is no patient injury and no clinical sequelae were reported.